Manufacturer narrative:
H4: the subject device was manufactured in july 2022 based on the provided 3 digit lot information "27k". If full information becomes available, the manufacturer date will be updated. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using the single use electrosurgical knife kd-650 during a endoscopic submucosal dissection for a gastric stromal tumor, the knife head was broken and fell into the stomach. It was subsequently removed from the stomach with a biopsy forceps after the surgery. The physician finished the case with a similar device. There was no further health injury or delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The subject device was manufactured in july 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of the reported event might be due to the following: 1)during tissue incision, an electrical discharge might have occurred due to one of the following factors. ¿the setting of the electrosurgical unit was coagulation mode when the device was used for the procedure. ¿the activation time was too long. 2)an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3)during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break and fell off. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "¿do not withdraw this instrument from the endoscope while the cutting knife is extended. Otherwise, the endoscope channel may be damaged. ¿do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as perforation, bleeding or mucous membrane damage. It may also damage the endoscope and/or instrument. ¿when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation ¿be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. ¿if the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation." Olympus will continue to monitor field performance for this device.